Event description:
It was reported that this implantable device was exhibiting accelerated battery depletion behavior. A decrease in the estimated battery longevity of approximately 6.5 years was observed during the most recent follow-up visit. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was exhibiting accelerated battery depletion. A decrease in the battery's longevity of approximately 6.5 years was observed during the most recent follow-up visit. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Despite good faith efforts to obtain product return, this device was not received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting accelerated battery depletion. A decrease in the battery's longevity of approximately 6.5 years was observed during the most recent follow-up visit. This device currently remains implanted and in service. No adverse patient effects were reported.